Manufacturer narrative:
The pump was returned to animas for eval. During eval the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Event description:
The pt reported that the pump emitted 'no cartridge detected' warnings.